Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: received a meridian filter delivery system in the storage tube; inner product packaging and label were also returned. The sheath and dilator were not returned. The filter appeared to be in its original loaded configuration. The tuohy-borst was returned tight in place. No other anomalies were noticed on the device. Functional/performance evaluation: the tuohy-borst was loosened so the pusher wire could be advanced distally allowing for the filter to release. The filter was unable to advance through the storage tube. The storage tube was disconnected from the y-body. The filter was removed from the proximal end of the storage tube. The filter contained all 6 arms and 6 legs/feet, present and intact. Spiral skiving was found inside of the storage tube. Foreign material was found on a filter foot. The foreign material was likely plastic from skiving inside of the storage tube. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based on the returned sample condition, the complaint investigation is confirmed for failure to advance. The definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current meridian filter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the filter did not advanced through the delivery sheath; therefore, the filter and delivery system were exchanged for a new filter system that was deployed successfully. There's no reported patient injury.